Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during a postop examination following an unsuccessful attempt to implant stents from a trabecular microbypass stent system, the surgeon observed what was described as "something shiny on the iris" and believes it may be a broken trocar fragment. Per report, the fragment is thought to be trapped within the iris, and the surgeon would like to monitor the fragment''s position as long as it remains immobile or remove if any issue. The report noted the patient is doing well as of one (1) week postop. Additional information has been requested.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated four (4) times and no stents were found. The trigger button motion was stuck due to the bent frontal components. The injector¿s frontal components were found bent, which prevented the insertion sleeve retraction motion. This finding likely occurred due to how the device was shipped back. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection identified surface features of the trocar that indicate a tensile failure. The insertion sleeve assembly and singulator holder were immobile due to the bent frontal components. No other non-conformances related to the reported event were found. Conclusions based on the evaluation findings were confounded by the condition of the returned product; however, the most likely cause is due to a stent and trocar collision during the deployment of the second stent. MFR# reference: (B)(4).